Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the field report of muscle/pocket stimulation - a known medical risk for implanted pulse generator systems (pacemakers, defibrillators, rhythm therapy devices and associated cardiac leads). Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this left ventricular (lv) lead exhibited lead dislodgement. In addition, the patient came into the office due to diaphragm stimulation. X ray was performed and noted that the lv lead was in the right atrium. The whole system was then electively removed with no other complications observed. This lv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited lead dislodgement. In addition, the patient came into the office due to diaphragm stimulation. X ray was performed and noted that the lv lead was in the right atrium. The whole system was then electively removed with no other complications observed. This lv lead was explanted. No additional adverse patient effects were reported.